Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of peri orbital swelling, conjunctival hemorrhage, diplopia, lateral deviation of eye, "medial lower visual field defect", medial rectus palsy of left eye "likely due to ischemia", and "skin vascular compromise" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a pt with juvederm voluma with lidocaine in the "nasal tip and subperiosteal, only in midline". Upon injection pt developed "diplopia symptoms and lateral deviation of [the] eye". Pt was treated with hyaluronidase within 5 minutes of symptom onset. A warm compress and massage were also utilized. Three hours later, the pt was hospitalized and given additional hyaluronidase. "Skin vascular compromise" became more significant some time later; the healthcare professionals suspected "probable impending necrosis". Pt was additionally treated with a "gtn patch, aspirin, and oxygen". Additional hyaluronidase was given over night. Skin showed improvement the day after injection. The healthcare professional noted "medial rectus palsy of left eye [which they thought was] likely due to ischemia". Pt underwent hyperbaric oxygen therapy and developed "peri orbital swelling and conjunctival hemorrhage" after treatment. Seventeen days after injection, the skin fully healed and eyes have became almost normal. There is no more diplopia and the eye muscles have also fully recovered. Optic nerve has a small minimal deficit but could improve over time.